Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the insertion of devices upper seal of trocars have been tearing. Two ftr72 kits. There was no consequence to the pt.